Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open repair of right groin hernia, when attempting to staple in the mesh, the two devices fired properly at first for approximately ten staples and then stopped firing all together. The surgeon sutured in the mesh to resolve the issue. There was no patient injury.